Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/21/2021. H3 investigational summary: one opened overwrap packet, an empty opened foil and a dispensed suture of product code j503g were returned to ethicon inc for analysis. During the visual inspection of the product, the needle was not received for evaluation in order to determine the assignable cause. The suture was examined under visual inspection and present body fluids and the extreme was noted to be cut. This condition appears to be caused by a sharp edge instrument. The extreme of the swage area was noted to be without tipping mark due to open filaments observed during the assessment. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: what was the initial procedure? Unknown. What is the procedure date & event day? Unknown. What was used to complete the procedure? Unknown. Device return follow up. Received return product from customer on 05 nov 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the procedure date & event day? What was used to complete the procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the needle and the suture separated. No adverse patient consequences were reported. Additional information was requested.